Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Ge service representative currently awaiting parts. Suspect defective xray tube and possible relay. Repairs will be affected when parts available. No further problems anticipated. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9600 made a loud popping noise and then it could not fluoroscope any longer. There was no adverse patient involvement reported. There was no patient information reported.